Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed/reproduced the customer reported issue, the power supply is interrupted due to a defective/failure of the printed circuit board (g1). The repair inspection also identified the serial digital interface input/output image display failure due to a defective printed circuit board (qb). Also, the display screen has scratches. Additional information requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor has an image malfunction, no image. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon, ¿power supply was interrupted¿ was confirmed during inspection, and it occurred due to start-up failure caused by faulty g1 board. According to the service manual, g1 board has ac-dc functions. Additionally, the reported phenomenon ¿sdi2 signal input/output failure due to a faulty qb board¿ was confirmed during inspection, and it occurred due to a faulty qb board. According to the service manual, qb board has video input/output functions and video signal processing functions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which stated that the event was discovered before use of the inspected equipment on an unknown procedure, and without injury or harm to the patient.